Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the reservoir had a presence of air bubbles. The caller stated that the air bubbles were larger than the size of champagne bubbles. The customer's blood glucose was 315 mg/dl. The caller stated that the reservoir had not been rewound in place. The customer's father stated that the customer had already disconnected and primed the air bubbles out of the reservoir. He advised that he had allowed the insulin vial to degas while changing the set, but there had not been a change to the air bubbles. He was advised to expell air by pushing the air out manually with a plunger. He was advised that a possible air pocket may have been created in the reservoir compartment between the piston and bottom of the 1.8 ml reservoir. He was advised that a box of 3.0 ml reservoir would be set, as all other troubleshooting procedures had been exhausted except for the high pressure test; the caller agreed, stating his would monitor the device.